Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high and unstable pacing thresholds. At follow-up loss of capture was observed with threshold measurements varying between 4.5v - 6v at 2 ms; diminished sensing amplitude was also reported. Pace impedance measurements are stable and within normal limits. The patient is not pacemaker dependent. A revision procedure has been scheduled to replace the chronic rv lead though the timeframe remains unknown. No adverse patient effects were reported. This system remains in service.